Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode several times due to inaccurate sensor glucose reading. The blood glucose reading was 93 mg/dl, compared with the sensor glucose reading of 63mg/dl. The customer performed the displacement test and it passed. The customer treated with glucose tablets and food. The customer's sensor was replaced, but nothing was returned for analysis.